Event description:
It was reported that a pt underwent an epigastric hernia repair procedure on (B)(6) 2010 using mesh. The pt developed post-operative pain for which diagnostic testing was inconclusive so a laparoscopy was performed on (B)(6) 2010. The surgeon found dense adhesions which covered 100% of the mesh surface. Lysis of adhesions with enseal was performed. The mesh remains implanted. Currently, the pt is doing well.

Manufacturer narrative:
(B)(4). Adhesions. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.